Manufacturer narrative:
No report of patient involvement. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, front right wheel requires repair. The cart tipped but did not fall. There was no reported patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The casters and bottom assembly of the cart were replaced to resolve the reported issue.